Event description:
A user of sensormedics' CPAP mask on a pt reported "the pt was found with a large area of breakdown around nose." The pt was placed in oxyhood for oxygen administration after being taken off CPAP.